Event description:
On (B)(6) 2009, the pt reported that last night when she removed the insulin cartridge from the primary infusion device the cartridge compartment was "moist" like "water vapor or water droplets." She stated that she believed the moisture was insulin. At the time of the report she no longer saw moisture in the cartridge compartment of the infusion device. She stated that she does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device. She was educated on the proper procedure. Upon follow up on (B)(6) 2009, the pt reported that the infusion device is "working fine now." The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.